Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the user experienced a high blood glucose of 400 mg/dl. The customer is aware how to troubleshoot for their high blood glucose. The customer reports having blood on two of their infusion sets. The customer had already performed an entire set (infusion set, reservoir) and insulin change. During troubleshooting, a self-test was performed and resulted in a pump error 63. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. A second self-test was performed that resulted in a second pump error 63. Customer does use the 670g system, but it is unknown if auto mode was active at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and h6.

Event description:
Customer reported hardware low level failures alarm. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Pump error 63 alarm (variableinfo=0c) during self test and confirmed in the device history due to software error.